Event description:
On (B)(6) 2012, an account reported a patient (pt) was seen for a corneal ulcer (cu), redness and discomfort. On (B)(6) 2012, the patient stated that the patient experienced blurry vision that cleared up a couple of days after using eye drops. The suspect product was discarded and the lot number is unknown. On (B)(6) 2012, the account reported additional information stating a patient presented on (B)(6) 2012, c/o pain, redness, watering, light sensitivity, unable to open eye and decreased va. The patient was diagnosed with a central cu. Clinic notes confirmed that patient was treated with vigamox q1h and returned the following day. On (B)(6) 2012, vigamox was prescribed every two hrs and zirgan was prescribed five times a day. The report indicated a patient history of "cold sores", and "hsv keratitis vs. Bacteria". Va prior (8/12) was 20/25; va on (B)(6) 2012, was 20/70. Patient did not return for follow-up.

Manufacturer narrative:
No additional information is expected. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings. Device labeling single use or reuse. Method: device discarded - unable to follow up. Conclusions: no conclusions can be drawn.